Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 36 with an invalid hall sensor state, the dexcom g7 failed to pair after restarts, and the event was addressed with troubleshooting and a device shutdown, with the device component associated with the motor and a device problem of failure to infuse. No symptoms associated with hyperglycemia, with a highest reported glucose of 300 mg/dl and an estimated duration out of range of about three hours, without medical intervention. Outcomes included no health consequences or impact. The device was returned for evaluation. Upon detailed inspection, it was discovered that the encoder magnet was improperly placed on the spur gear, causing friction with the top of the u2 homing chip on the hoverboard. This misalignment and subsequent movement of the magnet encoder, crucial for the rotation of the spur gear, triggered the alarm and stopped the gear's rotation, causing an invalid stall (36). At some point of the operation the encoder magnet became detached from the spur gear, leading to the malfunction. Despite some wear on the u2 chip's surface, the hoverboard was tested and functioned as expected and no further issues observed. The customer reported complaint was confirmed.